Event description:
It was reported that the insertion site was the internal jugular vein. During insertion of the catheter, the spring wire guide (swg) became stuck in the needle and could not be removed. Additional information was received on 8/20/09 stating both the needle and swg were removed as one, and the patient is doing fine.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one swg inserted through an arrow raulerson syringe/needle assembly was returned for evaluation. The swg was protruding approximately 10 mm beyond the tip of the needle and was observed to be kinked. The swg was separated into two sections. Based on the pointed appearance of the end of the core wire, the swg appears to have been cut with shears. Both welds were intact and no pieces appeared to be missing. The swg was pulled through the needle. After cleaning, the swg was reinserted through the ars/needle assembly without difficulty. The product's instruction booklet (B) (4) contains suggested procedures for inserting the swg and warning/precautions to reduce the likelihood of swg damage during use. The report that the swg became stuck in the needle was confirmed through evaluation of the sample. However, since no product defects were identified and only biological material was found inside the needle, the potential cause of this issue is procedure/patient anatomy related.